Manufacturer narrative:
Patient was taking antibiotics. Certain prescription drugs (e.g., antibiotics) can affect the action of the oral anticoagulants and the inr value. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The means of the inratio meter and comparative system inrs were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product testing is not required. Meter is not expected to be returned for evaluation. No further investigation is required at this time. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results with inratio versus lab.